Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose reading was 530 mg/dl. She changed the site and waited for the blood glucose to improve, but did not treat with a bolus or manual injection. She declined troubleshooting for high blood glucose. The customer had lost three sets due to not adhering to the skin properly, or blood at the site. The insulin pump was not replaced or returned for analysis.